Event description:
A low reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received a low sensor scan result of 56 mg/dl. The customer noted a horizontal trend arrow indicating glucose is changing slowly (less than 1 mg/dL per minute). The customer did not experience symptoms and was given fruits, sumo, and sugar water in response to the low readings. Later, a capillary test showed readings of 566 mg/dl from a competitor brand device, and 4UI of insulin was administered for treatment. There was no report of death or permanent impairment associated with this event. The customer received sensor scan results of 56 mg/dL, 292 mg/dl and 56 mg/dl compared to readings of 566 mg/dl, 382 mg/dl and 501mg/dL respectively obtained on a competitor brand device and the results, when plotted on a Parkes Error Grid, fall into the D Zone, showing the difference in values to be clinically significant. The length of sensor wear was 14 days. It is unknown if these readings were taken during the actual event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.